Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows tissue with a staple line and being sutured with a surgical instrument. The second photo shows lot: 818a30. (Exp. Date: 2027-04-30). The third photo shows two cartridges apparently fully fired with some b-form staples on the deck. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 818a30, and no non-conformances were identified attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details to "patient remains under observation."? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during gastroplasty the reload did not work properly. The shot was incomplete. The closure of the anastomosis was done with suture. Patient is still under observation. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/30/2023. D4: batch # 225a47.

Manufacturer narrative:
(B)(4). Date sent: 11/8/2023 first follow up report reported that the device was returned but after further inspection it was determined that the correct device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. D9, h3 and h6